Manufacturer narrative:
(B)(4).

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported the patient presented to the clinic. The CT revealed that the stent graft has migrated distally 2 cm below the lowest (left) renal arteries. Currently, the proximal diameter of the aorta at the level of the renal arteries was measuring 32mm in diameter. An angiogram was performed on the day of intervention and there was no proximal type I endoleak, just stent graft migration. The physicians elected to implant 2 endurant aortic extensions and the migration was resolved. The physician stated that the cause of the event was due to dilatation of the aortic neck. No additional clinical sequelae were reported and the patient is fine.